Manufacturer narrative:
Evaluation: lack of info, device analysis is pending.

Event description:
A 2.0 mm diameter x 15 mm length sprinter rx dilatation balloon catheter was inserted in a pt for pre-dilatation of an lad lesion. Vessel morphology was reported to be non-tortuous with little calcification and 99% stenosis. It was reported that the balloon was inflated one time, and then it was removed from the pt. The balloon was re-inserted and inflated a second time, and upon inflation, the balloon would not inflate correctly. The physician then applied 10 atms of pressure and the balloon inflated. Upon the attempt to deflate, the balloon would not deflate. The physician applied negative pressure for about 10 minutes and it deflated slightly. The balloon catheter was successfully removed from the pt. Another MFR's balloon catheter was successfully used to pre-dilate the lesion site and a stent was placed. Medtronic has received the device and its analysis is pending. The pt is reported to be stable and no add'l clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.